Event description:
It was reported that during an unknown procedure, an error 5 was displayed and the blade of the device was broken off. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.